Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was unknown. It was unknown if the patient was hospitalized for the event. It was reported that treatment was not initiated for the event. At the time of this report, the patient outcome was unknown. Action taken with pd therapy was not reported. No additional information is available.

Manufacturer narrative:
B5: upon follow up it was reported the patient was hospitalized for the peritonitis (unknown date) event. Treatment for the peritonitis was unknown. Pd therapy was discontinued and the pd catheter was removed. On an unknown date during hospitalization, the patient experienced cardiac arrest and subsequently passed away. The cause of death was cardiac arrest. The patient was not recovering from the peritonitis event at the time of death. It was not reported if an autopsy was performed. Should additional relevant information become available, a supplemental report will be submitted.